Manufacturer narrative:
Product event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
During a pacemaker exchange, the surgeon was dissecting around the leads using a plasmablade device and damaged one of the leads. It is unknown what interventions were needed. There was no adverse effect to the patient reported.